Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the shaft of the instrument disengaged when removed from blister. The surgeon used another instrument for the procedure. The hospital has reported no pt injury occurred.